Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during at start of the diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Upon troubleshooting actions, the fse advised the customer to replace the host pc and ippc (image processing pc). Since, the customer was not accepted the service quote for part replacement, the fse cleared the database which resolved the issue. After clearing the database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.